Manufacturer narrative:
The report of a disengaged outflow graft bend relief was confirmed based on review of the submitted x-ray images. The healthcare providers are aware of the issue and will continue to closely monitor the patient. The patient remains ongoing on vad support with the original sealed outflow graft and bend relief still implanted. No additional events have been reported. The heartmate ii instructions for use provides information regarding proper implant procedure of the sealed outflow graft and outflow graft bend relief. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice ((B)(4)) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly¿s resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. During the investigation of the x-rays, a disconnected outflow graft bend relief was identified. No further information was provided.